Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -02.50 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting, shallow anterior chamber, angle closure, with elevated intraocular pressure and inflammation. The patient experienced loss of best-corrected visual acuity, glare/halos and blurred vision. The incision was enlarged. The patient's post-op best-corrected visual acuity was 20/25. The patient's eye is in good condition after explantation and the inflammation was resolved.

Manufacturer narrative:
Additional information: (B)(4). Work order search: no similar complaints were reported for units within the same lot. Corrected data: (B)(4).